Event description:
Cicu clinician called arrow clinical support (acs) advising they had received a pt from another hosp on an autocat 2 wave pump. The pump had begun to experience purge failure alarms. Clinician advised acs that arrow rep had arrived and was assisting in change over to competitor's pump. There were no reported pt complications.